Manufacturer narrative:
The concomitant products: c3 ez steer cs with auto: model # d-1263-06-s, serial# unknown; stockert: model # m-5463-01, (B)(4); carto 3: model # m-4800-01, (B)(4).

Event description:
It was reported that during an accessory pathway ablation, the physician attempted transseptal twice but was not successful. An intracardiac ultrasound catheter was introduced to allow visualization of the intra-atrial septum and transseptal puncture was performed successfully. The left atrial mapping was performed and rf ablation was delivered. The patient developed hypotension and a pericardial effusion was identified on ice. Protamine was administered. Pericardiocentesis was performed and approximately 200 cc of fluid was removed from the pericardial space. Blood thinners were then re-administered to facilitate continuing the procedure. Once again the patient became hypertensive and more fluid was removed from the pericardial space. After approximately 600 cc of fluid the catheter in the pericardial space no longer allowed fluid to be removed and a thoracotomy was performed in the ep lab. The patient was transferred to the or for further intervention. The caller reports the patient was stabilized and will remain inpatient for observation.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Manufacturer ref # (B)(4).